Event description:
It was reported patient presented for a labs only visit via mediport. Rn accessed patient as per facility policy without issue. Blood drawn via mediport without issue. Upon rn's attempt to disconnect mediport needle from patients chest, unable to engage safety on mediport needle. Rn attempted to press safety downward toward the patient's chest, resistance on needle met and unable to engage safety. Mediport needle removed from patient without harm to patient or rn, no needlestick injury. There was no adverse event or serious injury reported to patient or healthcare professional. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.